Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last month.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last month.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.